Event description:
The reporter stated that the surgeon was inserting a implantable collamer lens model micl 12.6 and the lens tore. The surgeon removed the lens with no pt injury and inserted the back up lens.

Manufacturer narrative:
Eval codes: method - work order search. Results - a visual inspection of the returned prod shows a portion of a plate haptic is torn off and is missing. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for eval. A work order search was performed for similar complaints within the search and there were no similar complaints.